Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient described an issue experienced over the past few weeks involving multiple cartridges leaking at the fill tubing section during infusion set changes. The patient stated that after performing the fill tubing procedure, no insulin drops were observed, but upon removing the cartridge, the plunger was misaligned and insulin was leaking out. The patient provided a photo of one of the malfunctioning cartridges and indicated they would send the lot numbers for the affected batch once they returned home from work. Replacement supplies were offered, but the patient declined, stating they still had sufficient stock. The agent recommended that the patient contact customer care whenever similar issues occur so that the incidents can be documented and quality improvements can be pursued. The patient reported that blood glucose levels were in range and unaffected at the time of the call and had no further questions or need for additional assistance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.